Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: zimmer biomet powerdriver catalog #: 50-1000 lot #:unknown. The user facility is foreign; therefore a facility medwatch report will not be available. (B)(6).

Event description:
It was reported that the screw head did not retain on the blade adequately. Therefore, the screw could not be inserted. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. For this part (73-2414) and the previous one year (from the notification date), there is a complaint rate of (B)(4). Because this overall complaint rate is already below the occurrence rate of this failure mode, no further review is necessary. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.